Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that there was swelling, redness, and tenderness at the ins pocket site. The rep reported that the patient was worried the device was trying to ¿work it¿s way out.¿ the rep reported that it was unknown what factors could have led to this issue. The rep reported that the patient had a known history of infections and (B)(6). The rep reported that the patient called reported the problem after hours on (B)(6) 2017. The rep reported that they told the patient to call the office first thing on (B)(6) 2017 to set up an appointment. The rep reported that the patient set up an appointment on (B)(6) 2017 and thought it was too far out given the patient¿s history. The rep reported that they got in touch with the patient¿s healthcare provider (hcp) and the patient was to report to the hcp¿s office on (B)(6) 2017 to be seen and to either contact on call hcp or got to closest emergency room should the patient¿s condition worsen. No further complications anticipated.

Event description:
The patient reported that their implantable neurostimulator (ins) pocket is eroding. The patient noted that they had a revision scheduled for (B)(6) 2017. The patient stated that their stimulation has suddenly increased in their pocket site, but the erosion has been gradual since. It was mentioned that the stimulation was too strong in their pocket after recharging. They noted they are waiting for a booklet in order to make changes to their therapy. The patient also mentioned that they had to have an MRI a year or 2 ago with no known issues, because of their bad liver and kidneys. No further complications were reported. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.